Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump at a diabetes camp repeatedly displayed alert 60 during attempts to pair a new dexcom g7 cgm, and restarting the device did not resolve the issue, consistent with a failure to read the input signal related to the circuit board. Symptoms included no clinical symptoms, or conditions. Outcomes included no health consequences or impact and reported glucose values were in range. The device was returned. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communications failure, aligning with a device failure to read the cgm input signal and implicating the circuit board. The customer reported complaint confirmed connection alert 60 in the notification's menu. The bluetooth information was not visible in the "about ilet" menu". The fi technician narrowed the issue down to the hoverboard u4 chip. After reflowing solder to hoverboard, it was reinstalled, and the bluetooth information was unsuccessful. A good working hoverboard was installed and alert 60 was no longer present and the bluetooth address was visible. A dexcom 6 emulator was paired successfully with the ilet and no further issues were found. The refurbish department will need to replace the hoverboard.